Event description:
Customer reported an overinfusion in micu. Details of event: 1000ml bag hung at 1100, programmed for 100ml/hr. At 1500 only 75ml remained in the bag, however pump displayed that 300ml had been delivered. Pt was given a diuretic, there was no permanent harm to the pt. Biomed ran calibration accuracy on the pump module and found it to be within specification and checked event logs to verify proper programming bad occurred. Although requested, the customer did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). The device and the set have been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.